Event description:
It was reported that the device had liquid coming out of the it during a case at the user facility. The procedure was completed successfully with the same device without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Correction: d4. Gtin updated.

Event description:
It was reported that the device had liquid coming out of the it during a case at the user facility. The procedure was completed successfully with the same device without a clinically significant delay; no medical intervention or adverse consequences were reported.